Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display is showing the message "no video input". They said that the unit appears to be turned on. Nihon kohden technical support (tech support) asked the customer to verify that the video cable is secure on the cns tower and on the display and also had them re-seat the cable. During the troubleshooting, they saw that the display would boot up into the bios but not into the cns software. Tech support then had them remove the port 0 hard disk drive (hdd) and the one in port 1. Then had them place the port 1 hdd in port 0. They booted up the cns just with this one hdd and it was able to boot into the software. Tech support then had them put in the other hdd in port 1 and the raid drive started to rebuild. Tech support advised that they should get 2 new hdds. The customer decided to buy one blank hdd. They received it and was walked through the process of restoring it and was able to rebuild the drive. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display is showing the message "no video input". They said that the unit appears to be turned on. Nihon kohden technical support (tech support) asked the customer to verify that the video cable is secure on the cns tower and on the display and also had them re-seat the cable. During the troubleshooting, they saw that the display would boot up into the bios but not into the cns software. Tech support then had them remove the port 0 hard disk drive (hdd) and the one in port 1. Then had them place the port 1 hdd in port 0. They booted up the cns just with this one hdd and it was able to boot into the software. Tech support then had them put in the other hdd in port 1 and the raid drive started to rebuild. Tech support advised that they should get 2 new hdds. The customer decided to buy one blank hdd. They received it and was walked through the process of restoring it and was able to rebuild the drive. No patient harm was reported.